Event description:
Additional information received reported that the patient presented with contained abdominal aortic aneurysm rupture. The patient had an open repair. The physician stated that the open repair procedure went great; however, as previously reported, the patient got abdominal compartment syndrome and expired two days later. The cause of events were unknown; the physician noted that there was no way to know if the stent graft had migrated or if the aortic neck had dilated. The physician also noted that during the open repair procedure, there did not appear to be much proximal aortic neck to sew to.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was admitted with lower abdominal pain. An abdominal CT demonstrated a type I endoleak. The patient was taken to the or. The CT on admission showed a type I endoleak with an increase in the size of the aneurysm to over 8 cm which is a marked change from the last surveillance CT. In the or 8 packed red blood cells, 4 ffp, kcentra were given. Blood loss was approximately 3 liters,and cell saver was 1300cc. In the ICU the patient had severe hypotension, was on multiple pressers, developed compartment syndrome, was unable to maintain pressures and per discussion with family, patient made dnr, continued vented and eventually developed ventricular fib/asytole and patient pronounced deceased later in the evening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.